Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Synergy ous mr 4.00 x 24 stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The stent was damaged on first distal strut which was lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19apr2019. It was reported that crossing difficulties were encountered. The 90% stenosed, 24 x 4.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 4.00 x 24 synergy stent was advanced but could not cross the lesion. The procedure was completed with a different device of the same model. No patient complications were reported. However, returned device analysis revealed stent damage.